Manufacturer narrative:
(B)(4). The cause of the problem was unknown. A CAPA has been opened for this issue. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that, after the intermate was filled with sodium chloride diluent, it was observed to have brown residue at the end of the stress member. This malfunction was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from 11/02/2013 to 11/04/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. A visual inspection confirmed that there was a tiny dark brown mark/stain approximately 0.70 mm in size embedded at the tip of the stress-member column. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.